Event description:
It was reported that about 2 years ago (exact date unknown), the patient developed an infection at the infusion site while wearing the device between 36 and 48 hours on the arm. The patient went to a walk in clinic and was diagnosed with an abscess and infection. The patient was not treated, but prescribed a prescription (name unknown).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.